Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) and the patient presented with a heart rate of 47 bpm. System testing noted stable sensing measurements. However, there was no capture and bipolar impedance measurements were greater than 2400 ohms on the right ventricular(rv) channel. Lead configuration was reprogrammed to unipolar mode and impedance was 320 ohms. The patient was upgraded to a single chamber implantable cardioverter defibrillator (ICD) and the rv lead was replaced. No adverse patient effects were reported.